Event description:
It was reported that the right ventricular (rv) lead measured high threshold and did not have an adequate safety margin for voltage. The lead¿s output was increased. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076-52 implantable pacing lead (B)(6) 2004; sdr303b implantable pulse generator (ipg) (B)(6) 2004. (B)(4).